Event description:
Pt complained of left shoulder pain and non-functioning left subclavian vein port not functioning appropriately. Fistulogram showed catheter had hole in it as it went beneath the clavicle and extravasated fluid. Port was removed in surgery and replaced.